Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the returned product found signs of repeated use (gouged/ scratched) and a piece has fractured off the distal surface. Device was submitted for further analysis. Analysis determined the features of the fracture surface and mode align with those reported in a zrm summary of failure analysis of vanguard tibial bearing trail fractures. The trial fracture surfaces of hackle marks and river lines support the bending overload failure mode. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was found broken during a routine check through trays. No patient involvement.